Manufacturer narrative:
An event of device migration and improper or incorrect procedure or method was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the calcification was circular, there was a visible high pressure on the prosthesis, and there was a tendency to shift towards the cusp/annulus at the implant depth of 4mm from the non-coronary cusp (shallower than the recommended 3mm). There was sufficient calcium to allow anchoring of the device in the opinion of the user, and there were no deployment or retraction difficulties during the procedure. It was noted that the physician decided to release the valve at 4mm from the non-coronary cusp despite the abbott representative's concern about the valve tilting and migrating, as he thought the calcium would anchor the valve and keep it in position. The valve was snared after embolization. Based on the available information, the reported device migration appears to be related to a combination of patient condition and procedural conditions (calcification, pressure on prosthesis, tendency to shift). The reported improper or incorrect procedure or method is related to the user snaring the valve. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note per the instructions for use, "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage." Information from the field indicates that the physician snared the embolized valve and was aware of this warning. However, this violation did not cause or contribute to the reported issues. Therefore, a letter will not be requested to the account.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 29mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The perimeter of the aortic annulus was measured at 81.6mm and the area was 512.3mm^2. It was noted that the patient had a horizontal aorta and very calcified annulus. A pre-dilation of the aortic valve was performed with a 22mm unknown balloon. Due to the circular shape of the calcification and pressure on the prosthesis, it was decided to deploy the device at a deeper depth than standard practice. At 80% deployment, it was noted that the non-coronary cusp (ncc) was measured at 4mm and the left coronary cusp (lcc) was measured at 2-3mm. The device showed a tendency to shift towards the annulus. The decision was made to re-sheath the device to deploy at a deeper depth to avoid the device tilting and migrating. The physician began re-sheathing at 1 turn on the delivery system wheel and changed his mind, believing the calcium would anchor the device in place. The device was fully released and the device migrated towards the ascending aorta. Computed tomography angiography (cta) was used to determine the coronary arteries were unobstructed. The decision was made to re-snare the device. The device was re-snared into the aortic arch. A new 27mm navitor transcatheter aortic valve was selected for implant using a new large flexnav delivery system. Multiple attempts were made to implant the device into the previous 29mm valve. The 27mm valve was successfully implanted valve-in-valve. Post-implant the patient presented with a perivalvular leak. Multiple post-dilations were performed with a 22mm and 25mm non-abbott balloons. The perivalvular leak was unable to be mitigated and was defined as moderate. The patient required a blood transfusion. The patient status was stable.